Event description:
Same case as: 2134265-2012-07936, 2134265-2012-07935. (B)(6). It was reported that post a stenting treatment procedure, restenosis occurred. In (B)(6) 2009, three taxus liberte stents (2.5 x 32 mm, 3.0 x 32 mm, and 3.5 x 24 mm) were deployed in the right coronary artery (rca). In (B)(6) 2009, the 75% stenosed, 3.2 x 24 mm lesion being treated was located in the distal rca. The lesion was predilated and a 3.0 x 28 mm promus (study) stent was implanted with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the site reported an event of angina pectoris. The patient was hospitalized (B)(6) post index procedure. In (B)(6) 2012, the site reported that percutaneous coronary intervention (pci) was performed to treat restenosis of the lesion previously treated with the three taxus literte stents. The distal rca had 75% stenosis. The patient was treated with a drug-eluting stent reducing stenosis to 0%. The patient was discharged without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).